Event description:
Reason for check: telemetry pacemaker spikes falling on t wave. Inappropriate current egm: atrial arrythmia in progress. Ventricular capture cannot be confirmed. Device appears to be undersensing on the ventricular lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).